Manufacturer narrative:
Covidien/medtronic reference number (B)(4). No sample from the customer was available. Review of the device history record for the device's lot number found it met all quality specifications prior to it's release. The investigation used retained manufacturing samples for analysis. Inflation/deflation testing and analysis found no issues, defects or restrictions in either the tracheal or bronchial lumens. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that prior to use, a pin hole was found on the white cuff of the product. There was no patient involvement reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).